Manufacturer narrative:
One tracheostomy pvc - portex tubes blue line ultra (blu) (p/n 100/860/090 l/n unknown) was returned for evaluation. The returned sample was received in used conditions without its original packaging. The returned sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination and no discrepancies were observed. Functional testing on the returned sample was performed by using a syringe to inflate the cuff of the sample and the product was submerged under water in order to detect any leakage. According to the investigation, the customer's reported problem was confirmed because leakage was detected in the pilot balloon. The investigation reported that the most probable root causes are, wear of the rubber used in the fixture for the printing of the inflation line or lack of detection by production personnel. The following action was taken: the rubber used in the fixture for the printing of the inflation line was done on 06/jun/2019 and re training to manufacturing personnel in the procedure mp trachy blu-tj110 rev. 100 blu/blus tracheostomy tube-deflate and inspect, by the quality engineer. According to the investigation the problem source of the reported problem is manufacturing.

Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra suctionaid cuff leaked air while in use with a patient. Subsequently, a tube change out was required. There were no adverse patient effects.